Event description:
It was reported that during a wedge resection procedure, the clip became malformed and fell out. The malformed clip was retrieved from the pt's thoracic cavity. When the device was checked after the event, the clip ejected. Another device was used to complete the case. No adverse pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.